Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0g4qu, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the patient never had therapeutic effect. It had been almost two weeks since implant and the patient had pain in her thigh and was set at " a low number at 2.8 volts." If the patient tried to go higher she had "super bad pain" in the thigh and calf muscles and it was not helping with her bladder. The patient was still having bad cramps and was not able to empty her bladder and even at the low number had pain in the thigh. The patient was scheduled to see the healthcare provider (hcp) on (B)(6) 2014. Later, the patient still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative. The patient had appointments between (B)(6) 2014 and (B)(6) 2014 and their next appointment would be on (B)(6) 2014. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.